Manufacturer narrative:
The event of erosion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: warnings: the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis).

Event description:
Healthcare professional reported patient with a thinning conjunctiva had a xen®45 gts eroded around 1 o'clock at 1-week post-op in the right eye. Treatment is provided as placing a contact lens over the eye and suturing it. The device remains implanted and will not be explanted.